Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported insulin leaked from the cartridge when he completed the prime procedure. No adverse event was reported. The alleged product was replaced and requested for evaluation.